Manufacturer narrative:
Investigation result: complaint is not confirmed due to there were not samples received for analysis. It was not possible to determine root cause due to there were not samples available for analysis and no further actions are planned at this time. Trend will be monitored.

Event description:
It was reported that the medex¿ logical® pressure monitoring system catheter connection broke when it is pressed to measure the pressure. This ultimately led to extravasation of blood.